Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated device change-out procedure, low, out of range hv lead impedance was observed. The lead was capped and replaced during the procedure on (B)(6) 2016. The patient was stable,